Manufacturer narrative:
(B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). Following pre-dilation with 2.0 and 2.5 non compliant balloons, the 2.5 x 38mm promus premier select drug eluting stent was implanted. A flow limiting dissection occurred in the proximal edge and another stent was deployed to treat the dissection. The patient had no symptoms during the dissection and was stable post procedure.